Event description:
Per the clinic, the patient experienced headache and vertigo with device use. The device was explanted on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed january 8, 2015.